Manufacturer narrative:
The motor controller (mc) board and blower motor assembly were returned for analysis. Visual inspection of the motor controller (mc) board and blower assembly revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the customer complaint cannot be verified. Returned mc board and blower passed all testing. No fault found.

Manufacturer narrative:
The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the motor controller board and blower assembly. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
Report date: 20sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator had a continuous alarm "turbine overheating'. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported.